Manufacturer narrative:
The complainant was unable to provide the suspect device lot number.  Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail single use laser fiber was used during a procedure performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl 4007 laser console. According to the complainant, during the procedure, a burning smell was noted from the laser fiber and there was an overheating issue affecting the fiber. The procedure was completed with another lighttrail single use laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Despite efforts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.